Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient had a gradual loss of therapy on (B)(6) 2016. The patient started to feel sick after they ate, which wasn¿t anything different than what they typically ate. The patient had a diagnostic ultrasound on (B)(6) 2016 that could be related to the issue. The indication for use for this patient was gastric stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.